Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue was the scope failed the air/water leak test due to a hole/cut on the bending section cover. The scope also failed the leak test at the scope connector due to deformation. Also, foreign material was found on the elevator forceps at the distal end of the scope. Additionally, the service inspection found the adhesive on the bending section cover is detached, the bending section cover has discoloration, the connecting tube has a buckling, the right/left and elevator control levers are dirty, the universal cord has discoloration, due to wear of angle wire, angulation in all directions does not meet the standard value, due to damage on ccd (charged coupled device) unit, the image has black dots and the adhesive around light guide lens has discoloration. There are cosmetic scratches on the cover at the control body (and discoloration), the grip, the protector boot of the universal cord on control section side, the scope connector, the distal end plastic cover, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer evis exera ii duodeno-videoscope was returned for service/repair for a reported ¿leakage from bending section cover¿ that the technician at the user facility found during inspection prior to use. Upon inspecting and testing, foreign material was found on the elevator forceps at the distal end of the scope. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the foreign material that was found on the elevator forceps at the distal end of the endoscope. A definitive root cause for this issue was not established. However, it is probable that the device issue resulted from the following. The forceps elevator was not functional because the k-wire had been cut. This potentially led to insufficient cleaning under the forceps elevator (i.e., foreign material may have remained). Furthermore, it is also likely that the user¿s brushing/cleaning method of the forceps elevator differed from the method specified in the instructions for use (IFU). However, the investigation did confirm that the staff at the user facility were trained on the appropriate reprocessing of the forceps elevator according to the IFU. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.